Event description:
It was reported that a patient experienced a failure on their homechoice device. The specific failure was unknown. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed. A visual inspection was performed and found no issues related to the reported condition. Functional and electrical testing was performed with no issues noted. A simulated therapy was successfully performed using the device. A device history record review and a service history review revealed no issues that could have caused or contributed to the reported issue. An event history log review was performed and identified the following alarms: caution negative uf, low drain volume, and fill not finished. The event history log review also found multiple "internal error 4000" messages. The reported problem of an unspecified failure was determined to be a card reader error issue due to the error messages. The cause of the condition could not be determined. Should additional relevant information become available, a follow up report will be submitted.